Event description:
It was reported to boston scientific corp that a sensor urological guidewire was used in a malignant ureteric obstruction procedure performed on an unk date. During the procedure, the wire appeared to unravel and a fragment was left in the stent on a pt. Several attempts have been made to obtain additional pt and event info. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant info, a supplemental medwatch will be filed.